Manufacturer narrative:
Findings: reliability analysis: inspected 3 opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). Two of three failed per specifications. Due to high readings 1 remaining sensors passed per specifications. With accurate readings. Unable to confirm insertion anomaly due to complaint is against serter. Also found canula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer called to report a bent sensor. Customer also admitted to wearing the sensor while going through an x-ray. Customer's blood glucose reading was 214 mg/dl. Nothing further reported.